Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the <<description>> for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) in one episode due to oversensing of noise. Therapy was not exhausted. Noise was not able to be reproduced during testing. Reprogramming of sensing vector from primary to secondary occurred. Boston scientific technical services (ts) was consulted and discussed the noise appears consistent with changes in impedance pathways. Ts discussed that further troubleshooting should be performed and discussed possible causes. The s-ICD and electrode remains in service and no adverse patient effects were reported.